Manufacturer narrative:
The device was returned for analysis. Returned device analysis confirmed the reported difficult to open or close (gripper actuation - single) and observed that one of the grippers was pinched between the harness, did not lower, and the gripper cover was frayed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue. It should be noted that per mitraclip system gen 4 instructions for use (IFU) which warns that ¿do not re-use the cds after removal. Replace the cds with a new device. Reinserting the cds after removal may result in inability to open the clip. Inability to open the clip may result in valve injury or lead to deployment of the clip in an unintended location.¿ since the user failed to follow the instructions per the IFU, the reported improper or incorrect procedure or method was due to use error. However, the user error did not contribute to the reported issues. The investigation determined that the observed difficult to open or close (gripper arm lowering difficulty) resulting in the observed product quality problem (irregular appearance) and frayed material (gripper cover) appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The mitraclip ntw was prepared per the instructions for use without issues. The clip delivery system (cds) was advanced; however, before crossing the left ventricle the gripper orientation was checked and one of the grippers did not drop. Troubleshooting steps were performed but still did not work. The cds was removed from the patient, once outside of the body the gripper arm again did not drop. Troubleshooting with hemostats was performed and the gripper worked. The same cds was re-advanced but once inside the patient; the same issue occurred. The cds was removed and the procedure was successfully completed with a new mitraclip nt. A total of two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.